Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia to 54 mg/dl, treated with oral glucose and food, then disconnected from the pump for an extended period, worked out, later reconnected, and subsequently experienced hyperglycemia with cgm indicating high and a fingerstick of 370 mg/dl; an air bubble was observed in the tubing, the tubing was changed, and insulin delivery was resumed. Symptoms included irritability. Outcomes included prolonged hyperglycemia for approximately four hours with subsequent decline toward range and no need for outside assistance or medical intervention. Investigation included troubleshooting and education on low treatment timing, avoiding meal announcement without delivery, and risks of prolonged pump disconnection after eating, as well as user-led correction of a tubing air bubble. Investigation of this case revealed user management factors including rapid repeated carbohydrate intake for the low, meal ingestion followed by pump disconnection, exercise while disconnected, and a reported air bubble that was resolved after tubing replacement. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.